Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-66371.

Event description:
Company representative communicated via email that she spoke to the customer and the customer reported she went to the emergency room due to urinary tract infection. The customer stated that her blood glucose has been running high because of the infection but dropped low at the hospital because she hadn't eaten. She was given glucose. The customer also mentioned having a bent cannula and soreness and bruising at site. The customer will be going to meet with educator for additional training.